Event description:
It was reported that the patient's previously working remote monitor would not stay powered on or transmit. The patient is involved in the adaptive cardiac resynchronization therapy (crt) study. The monitor was replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that the power supply cable was damaged. However the monitor did pass full functional testing.